Event description:
A wet cassette was observed after therapy, however, the cycler was not wet. The patient's mother reported that there were 2 pin holes on the cassette. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Evaluation summary: this complaint was confirmed for a leak on the returned sample of the cassette. During evaluation, 2 cuts were observed on the cassette sheeting. A batch review was conducted on the reported batch with no abnormality observed. A root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.